Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station has fatal expansion error. A technical support specialist (tss) had logged into the device using administrative credentials and proceeded to remove and reinstall both the remote support services (rss) agent version 4.12 and the rss component manager. The installation was completed successfully. After rebooting the device, an error message stating "error initializing device manager" continued to appear on the screen. The tss logged in again and navigated to the startup folder within the user profile directory. It was discovered that there were two startup shortcuts for the medical application. One of the duplicates shortcuts were deleted. Following another reboot, the error message no longer appeared. To confirm stability, the tss logged into the device, accessed the maintenance section, and initiated another reboot. No errors were observed after this final restart. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server, the station has fatal expansion error, and the device manager showed initialization error every time. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.